Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog® or novolog®. Only humalog® and novolog® have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that insulin was not observed to be dripping out of the infusion set tubing. Blood glucose was 190 mg/dl. Reportedly, customer was using flasp insulin in the cartridge. Tandem technical support informed the customer that the insulin was not labeled for use with the pump. Customer declined to provide further information regarding the event.